Manufacturer narrative:
The reported events were loss of capture and lead dislodgement. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification. The reported event of loss of capture was not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During remote monitoring, a loss of capture was observed on the left ventricular (lv) lead. X-ray imaging was performed and revealed an lv lead dislodgement. The lv lead was explanted and replaced to resolve the event. The patient was stable.